Manufacturer narrative:
(B)(4). The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had intraocular lenses, model ar40e, implanted in both eyes. Shortly after the implants, her eyes became super, super dry. She is shaking and can not function. The patient indicated that although she has gone to her physician several times and drops prescribed, she is still experiencing dry eyes now with pain and headaches and migraines. She developed retinal detachment in her left eye and she had to have plugs in (B)(6) of this year. In (B)(6), her right eye is severely affecting her and she is afraid she maybe experiencing retinal detachment in her right eye. Her surgeon was contacted and reported that patient was extremely near sighted hence she's at risk for retinal detachment. Surgery was done and was uncomplicated. However, after a few months retinal detachment occurred. The patient was referred to a retina specialist and complaint has been treated. Everything went well afterwards. Patient had a follow-up with the surgeon recently (surgeon not sure exactly when), and all her tests were good. Lenses looked good, retina looked good. The surgeon stated that the only problem that the patient has is that she's having headaches, dry eyes because she's very anxious. Doctor confirmed that the patient's complaints are not related to the surgery or to the iols. Since both eyes were affected, a separate MDR will be filed for each eye. This MDR is for the right eye, serial number (B)(4). No other information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation as it remains implanted. The reported issue could not be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are cleaned and inspected under 10x microscope magnification and defective devices are rejected. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.